Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the patient's charger/modem would not power on. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation of charger sn (B)(4) is underway. The reported problem (does not power on) is under investigation. The charger is still being evaluated. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective charger. The patient received a replacement charger.